Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j0039960r, implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(4), ubd: 02-aug-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 8.2 mg/ml at 1.52 mg/day via an implantable pump. It was reported that during an elective replacement indicator (eri) pump replacement, the hcp initially thought they had cut the 8709 catheter while accessing the pump. However, after reviewing with the patient on (B)(6) 2020 and gaining further history, they believed the catheter broke in 2014 when the patient was lifting heavy boulders. The patient presented to hospital in opioid withdrawal and was treated with oral medication. A catheter access study conducted during this admission in 2014 was normal. No additional diagnostics/troubleshooting were performed. During the eri surgery, only the pump segment of the catheter was replaced. The customer discarded the pump segment. They now believed the pump continued to deliver subcutaneously. The issue was resolved. The patient's status was alive, no injury. Information regarding the patient¿s weight, medical history, and other medications was unavailable. It was also noted that post pump-replacement on (B)(6) 2020, the patient became drowsy; the pump was emptied and filled with saline. As of (B)(6) 2020, the pump remained on saline, and the patient was not experiencing an increase in their pain. The post pump replacement drowsiness was resolved. They believed the drowsiness was caused by the opioid. As of (B)(6) 2020, the pump remained on saline.